Event description:
Clinical study: it was reported that 347 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.2mm, 80% stenosed portion of the distal circumflex (dist cx). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.00x32mm drug eluting stent in the target lesion which was post dilated. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 347 days after the initial procedure the patient required a tvr. The physician treated the circumflex (cx) lesion with a cutting balloon and implanted a taxus express2 stent in the cx. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown and there was proximal edge restenosis.